Event description:
It was reported that loss of capture and decrease in pacing impedance were noted on the right ventricle (rv) lead. A revision procedure was performed and the helix of the rv lead was unable to be retracted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture, low pacing impedance, and helix unable to retract. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix unable to retract was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of unable to retract helix was isolated to the helix being clogged with blood/tissue. The reported events of inadequate capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.